Event description:
It was reported that this pacemaker reverted to safety mode. It was noted that the device recently showed a battery status of 1.5 years remaining. Technical services (ts) recommended device replacement. The specific device serial number, date of implant and facility or physician information are unknown at this time, however, have been requested. No adverse patient effects were reported. Available information indicates this device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. Because the product serial number is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. At this time, no further information is available. Should additional information become available this report will be updated.